Event description:
It was reported that the customer experienced elevated blood glucose levels. Troubleshooting was performed and pump appeared to be functioning as expected. Reportedly, customer's health care professional is working on adjusting pump settings.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted.